Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a kink at the end of a guidewire is confirmed, but the exact cause could not be determined. The returned product was two photos of a guidewire in its hoop. An initial visual observation showed in photo 2 (the first photograph) one end of the guidewire with a small kink at the end. It appeared that some use residues may have been present along the device. Pictured in photo 3 (the second photograph) was the guidewire in its hoop, and neither a bend nor use residues were able to be observed from the returned photo 3 sample. Based on the photo 2 sample, the complaint of a kink in the guidewire can be confirmed, but the exact cause could not be determined from the returned photos this complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported on the afternoon of (B)(6), 2023, the patient was admitted to the hospital due to breast cancer, and the nurse performed PICC catheter puncture, and after opening the outer package of setinger, it was found that there was a hook at the end of the guide wire and could not be used normally, and then replaced with a new setinger without causing harm to the patient. No other information was provided. 01/11/2024 it was found during an investigation that one end of the guidewire had a small kink at the end.